Event description:
Terumo medical corporation received the following reported information: there was no visible wire during removal of the angio-seal device. The physician performed manual compression of the left femoral access. Visual inspection of the device found the anchor and collagen were still inside. The procedure performed was a cardiac angioplasty. No blood loss was reported. Additional information was received on 28jan2026: a pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion or during the deployment of the device. Hemostasis was achieved by manual compression. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explantedd6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab coordinator. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 fr angio-seal vip device was returned for product evaluation. The returned sample includes the header bag, carrier tube and hemostasis sheath. The device was visually inspected. The device appears to be in used condition with visible signs of blood. The carrier tube is in rear lock position. The anchor and collagen are present. The bypass tube is dislodged from the distal tip. The hemostasis sheath has no abnormalities or defects. The sheath and carrier tube appear to have been mated but returned separated. The carrier tube and sheath appear to have been assembled and were returned separated with the anchor still attached to the carrier tube. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.